Event description:
On (B)(6) 2025, the user experienced dexcom g7 continuous glucose monitoring (cgm) connection issues with the ilet, initially showing no blood glucose (bg) readings or alerts. The agent assisted with troubleshooting, including restarting the ilet and re-pairing the sensor, but the sensor ultimately failed. The user was educated on bg run mode and resumed manual bg entry until a new sensor was obtained. On (B)(6) 2025, the user successfully paired a new dexcom g7 and confirmed normal bg readings, with a bg of 97 mg/dl at the time of call. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.